Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip damaged , as part of overall visual revision. The device has the body kinked in the middle of the device. Also, it has a section of distal tip detached at 298 cm from proximal section (section detached was not returned). Overall length could not be measured due to device condition(section of distal tip detached ). Outer diameter (od) polymer distal near to section detached, od at the proximal section and od at the middle section was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The very tight target lesion was located in the distal diagonal branch. After a 300cm pt²¿ guide wire was advanced to the lesion, the lesion was inflated with a balloon but was still very tight. A non-compliant balloon was then advanced and the wire buckled at the end of the vessel. When the wire was pulled back, the tip of the wire fractured and remained in the vessel. A different guide wire was then used to continue the procedure. However, the patient became a bit unstable so the procedure was abandoned. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The very tight target lesion was located in the distal diagonal branch. After a 300cm pt²¿ guide wire was advanced to the lesion, the lesion was inflated with a balloon but was still very tight. A non-compliant balloon was then advanced and the wire buckled at the end of the vessel. When the wire was pulled back, the tip of the wire fractured and remained in the vessel. A different guide wire was then used to continue the procedure. However, the patient became a bit unstable so the procedure was abandoned. No patient complications were reported and the patient's status was fine.